Event description:
It was reported that during a percutaneous coronary intervention (pci), a 3.0x12mm quantum maverick monorail balloon ruptured. The lesion being treated was located in the bifurcation of the moderately tortuous, 90% in-stent restenosis of a non bsc stent in the proximal left anterior descending artery and left circumflex artery. When the quantum maverick balloon was expanded in the stent, on the first inflation it ruptured at 16 atmospheres (atms) after 5 seconds. The deployed stent was "incompleted apposition under the fluoroscope." The device was removed intact. The patient status is listed as good. There were no patient complications or injuries reported. The procedure was completed with another of the same device.